Event description:
It was reported that during follow up, t-wave oversensing and noise was observed. The lead was explanted and replaced. The patient's condition was good.

Manufacturer narrative:
(B)(4).